Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic nissen, the device was difficult to load and unload - the needle would not stay seated in the device when being used. A new product was used to resolve the issue in order to complete the case. There was no patient injury.